Event description:
Additional info received from the manufacturer on 6/29/1998: every effort is made by co's manufacturing plant to control and prevent hair from getting into their products through rigid dress codes and compliance monitoring.